Event description:
It was reported that the wake button was not working. There was no information provided about the customer's blood glucose level. The complaint was closed without further action as the pump was not returned for inspection.